Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician performed the transseptal puncture successfully and then inserted the was into the patient. While positioning the was in the laa it was noted that the was clotted off while in the left atrium. The physician took the was out of the patient and then performed the transseptal puncture again. The procedure was continued and then successfully completed. The 35mm closure device was implanted in the laa of the patient. There were no patient consequences as a result of this event and the patient was discharged from the hospital doing well.